Event description:
It was reported that the patient was unable to use his inflatable penile prosthesis (ipp) device and had a surgery to replace the ipp. Upon explanting the old device, the physician discovered that the right cylinder had a tear in the outer material and had fluid loss. A new ipp was implanted to complete the procedure and the patient is expected to fully recover.